Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports. Please see medwatch # 3004209178-2015-84020.

Event description:
It was reported that the customer's sensor was giving readings that threshold suspended the insulin pump. Customer stated he checked his blood glucose, which was at 313 mg/dl, while the sensor was showing around 100 mg/dl to 199 mg/dl. The customer stated his blood glucose went from being high to dropping down to 35 mg/dl, after he took 9 units of insulin and ate some breakfast. He then ate lunch and his blood glucose rose to 90 mg/dl. In the afternoon, the sensor was showing his blood glucose was low again, but when he checked it, it was not. During troubleshooting, customer stated that the cannula was bent on the previous sensor and the adhesive would not stick when he would sweat. Nothing further reported.